Event description:
The customer reported the unit would not power up on ac power or charge the battery.

Manufacturer narrative:
(B)(4). The customer reported the unit would not power or charge the battery. The unit was evaluated at philips and the symptom was verified. The power pca was replaced to resolved the reported issue.